Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and functional evaluations could not be performed. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp (B)(4) g2 ¿ foreign - turkey. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery oscillating saw attachment stopped suddenly. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.